Event description:
It was reported that prior to an angioplasty procedure, the pta balloon allegedly detached from the catheter while trying to remove the balloon protector. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records was performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one ultraverse 014 pta dilatation catheter received in two segments. During visual evaluation, segment 1 consists of the catheter shaft of the sample and inflation hub. Kinks were noted to the catheter shaft. Segment 2 consists of the inner guide-wire lumen and the balloon. The proximal end of the balloon is noted to be broken off the outer catheter shaft with some catheter remaining at the proximal end of the break. Bunching of the balloon was noted on the proximal end. The balloon was noted to still be connected at the distal tip. No functional testing was performed due to the nature of the complaint. Therefore, the investigation is confirmed for the reported detachment issue as the device was returned in two segments. Also, the investigation is confirmed for the identified deformation as kinks were noted to the catheter shaft and bunching noted to the proximal end of the balloon. However, the investigation remains inconclusive for the reported difficult to remove packaging material as the reported condition of the issue could not be replicated in the laboratory. A definitive root cause for the reported detachment issue, difficult to open or remove packaging material, identified deformation could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to an angioplasty procedure, the pta balloon allegedly detached from the catheter while trying to remove the balloon protector. The procedure was completed using another device. There was no patient contact.